Manufacturer narrative:
During use of a 6-7f mynxgrip device for vascular closure (vcd), "the sealant got out from the skin after the procedure." There was no patient injury. Hemostasis was achieved by manual compression less than 30 minutes. The device was used in an interventional procedure using a retrograde approach. The vessel in which the device was used was the femoral artery as was the stick location. The hospitalization was not prolonged, and the patient recovered. Additional patient and procedural details were requested but were not provided. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, the syringe was connecting to the device with stopcock close, and the procedure sheath was observed on the shuttle cartridge, fully retracted. The sealant and advancer tube were not returned with the device. The device was returned in the condition of a complete removal of the device. The device was inspected for anomalies which may have contributed to the reported incident. No anomalies were observed. Leak testing was performed on the balloon of the returned device. The balloon was inflated, and pressure was maintained as intended per the mynxgrip instructions for use (IFU). The sealant and advancer tube of the device were not returned; therefore, a complete investigation could not be conducted. A product history record (phr) review of lot f1913602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed through analysis of the returned device due to the condition in which it was received. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the product analysis and information available for review, it is not possible to determine what factors may have contributed to the reported issues since the sealant and advancer tube were not received, and therefore, a complete physical investigation could not be performed. However, patient factors and/or handling factors of the device are possible since the returned device showed proper complete removal from the patient and no anomalies were noted to the device. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, step 3: remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Users are also informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device was returned for analysis which is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynxgrip for vascular closure, "the sealant got out from the skin after the procedure." There was no patient injury and the device will be returned for analysis. Hemostasis was achieved by manual compression less than 30 minutes. The device was used in an interventional procedure using a retrograde approach. The vessel in which the device was used was the femoral artery as was the stick location. The hospitalization was not prolonged, and the patient recovered.